Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2014 with the following findings:a review of the black box showed several call service 215 alarms had occurred. During investigation, the pump failed to pair with a test transmitter, and emitted a ¿cs215¿ alarm. The pump failed rf testing. An intermittent condition was found to the cgm module due to a cold solder connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a call service alarm (dex 90 cgm data failure alert) issue. It was reported that call service alarms had been emitted by the pump while attempting to connect with multiple sensors and transmitters. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.